Manufacturer narrative:
Batch review performed on 25 march 2019: lot 1820919: (B)(4) items manufactured and released on 03-aug-2018. Expiration date: 2023-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event, but two items of this same lot have been involved in the current case.

Event description:
Plif surgery performed at l4-l5-s. The surgeon tried to insert the set screw into the reduction cannulated pedicle screw tulip at left side of l4, but the he was not able to insert it completely. The set screw spinned around the rod. It was doubtful that the thread of pedicle screw tulip deformed, so the surgeon replaced the reduction pedicle screw with new standard pedicle screw. After that the surgeon adjusted the rod bending again and tried to insert the set screw into the reduction cannulated pedicle screw tulip at left side of s1, the thread of pedicle screw tulip seemed to be deformed with the cross-threading. After many attempts with locking tower, finally he was not able to insert the set screw, so he replaced pedicle screw with the new one. Due to this event the surgery was prolonged about 30 minutes.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the thread of the pedicle screws analized is damaged. The damaging seems to be compatible with a cross threading. The root cause of the cross threading is not clearly identified.